Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 and can connection status) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for failure was isolated to a cracked pin1/can l solder joint on the trunk cable connector j702 on the distribution node pca. The root cause for the damaged connector could not be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving can connection status and service code 204 (belt/monitor unusable).